Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer stated the insulin pump was not stored or not in use for an extended period of time. The customer also reported a signal too low alarm in the alarm history. The customer was advised the insulin pump needed to be replaced. The customer declined to return the insulin pump for analysis.